Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion occurred. Pericardiocentesis was performed. The case was aborted but the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. Further information received indicated that the patient was hospitalized for one additional night for monitoring. The physician confirmed that the patient would be returning in the future to have the procedure redone.

Manufacturer narrative:
Product event summary: the bin files and sheath, 4fc12 with lot number 22372 were returned and analyzed. The bin files were corrupted and did not record any system notice for the date of the event. A clinical issue (pericardial effusion) was encountered during the procedure and no malfunction was reported. Visual inspection of the sheath showed the device was intact with no apparent issues. Dissection did not show any breakage of the pull wire or any leakage. In conclusion, the reported issue was not confirmed through testing and data analysis. The sheath passed the return product inspection as per specification. If information is provided in the future, a supplemental report will be issued.